Event description:
It was reported that a dexcom g7 sensor paired with the dexcom app failed to pair and start warmup on the ilet device despite multiple attempts, bluetooth resets, code re-entry, sensor type toggling, device restart, and a subsequent firmware update, after which the user was transferred to dexcom for further support. Symptoms included no adverse clinical effects and blood glucose remained in range. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user troubleshooting and device software update, as well as partner engagement for continued evaluation. Investigation of this case revealed persistent pairing failure isolated to the ilet interface while the sensor functioned with the dexcom app. It was concluded that the event was a device communication issue between the ilet and the dexcom g7 without patient harm.